Event description:
Clinical study. It was reported that 325 days after a coronary stenting treatment procedure, restenosis was found and the pt required a target vessel reintervention (tvr). The lesion being targeted was a 2.36mm, 80% stenosed, 17.1 mm long, portion of the mid left circumflex (mid lcx). The lesion was treated with pre-dilated by 2.25 x 14 mm balloon (at maximum 14 atm) and successfully implanting a taxus express 2.5 x 20 mm study stent at maximum 8 atm. Post-dilatation was not performed. Post-ivus was performed. The physician confirmed that post % stenosis was 1%. The stent was well positioned and well apposed. The procedure was completed any without problems. The pt was discharged 2 days later on panaldine and aspirin. At 325 days after the index procedure, restenosis was confirmed. Twelve days later, the pt underwent pci. Unk size non bsc stent was implanted in the target lesion. Also, heparin (7,000 u) was administered during the procedure. The pt was discharged on continued panaldine and aspirin. In the opinion of the physician the relationship of the tvr to the taxus stent is possibly related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.